Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. Evaluation summary: one device was received for evaluation. The device was plugged into a device, and generator was successfully recognized be each generator. The device was activated on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No self-activation was observed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoidectomy, sealing of the device was continued for several second and did not stop until a regrasp alarm. The tissue seems to be over seal, can see some lateral heat damage to adjacent tissue. They used another like device and it worked fine. There was no patient injury.

Event description:
According to the reporter, during hemorrhoidectomy, sealing of the device was continued for several second and did not stop until a regrasp alarm. The tissue seems to be over seal, can see some lateral heat damage to adjacent tissue. The patient got an extra pain or extra recovery time due to tissue dame but there was no tissue loss. There was also no intervention done with regards the tissue damage. They used another like device and it worked fine. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.